Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified the patient had the scs system generator replaced with a new one. The patient's full stimulation therapy coverage was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system controller displayed the "replace generator soon" warning message. The abbott representative confirmed patient's scs system generator has reached the end of service. Surgical intervention would be necessary to replace the patient's device.